Manufacturer narrative:
The insulin pump passed the displacement test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. No moisture damage was found on the motor, battery tube or vibrator assembly. The insulin pump was received with bleeding display glass, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with no delivery multiple times. The issue was not resolved with set changes. Customer stated he had dropped the device several times while showering and the tub was reportedly not full. It was also stated there was damage to the insulin pump screen. Customer was advised the device would be replaced and agreed to return the product for analysis.